Manufacturer narrative:
As reported, the bard/davol hydro-surg plus w/ smokevac laparoscopic irrigation system battery box started to smoke. A picture was provided and shows a dark colored liquid noted on the battery chamber. The subject device has been returned. However the evaluation has not been completed. A supplemental MDR will be submitted, to document the results of the sample evaluation once completed. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Sample evaluation finds fluid leak into the battery compartment resulting in a thermal event. This resulted in the performance issue reported. Based on evaluation of the device it appears the cause of the short circuit was the irrigation fluid leaked into the pump housing and presented in the area the pc board which completed the circuit, resulting in the unit short circuiting and a flame up causing the melting/charring of internal components. Cracks and excessive rtv were identified on the motor mount and impeller allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on our evaluation and the condition of the device, the root cause is determined to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol hydrosurg plus w/ smokevac trumpet valve & tip suction irrigator was unplugged and put on the floor. The nurse noticed the battery box started to smoke with no fire noted. The device was taken out of the room and the battery was removed. It was reported that it is unknown exactly how long the device was in use in the case. Per sample images provided, the bard/davol hydrosurg shows a dark colored liquid noted on the battery chamber. There was no patient injury.

Manufacturer narrative:
As reported, the bard/davol hydro-surg plus w/ smokevac laparoscopic irrigation system battery box started to smoke. A picture was provided and shows a dark colored liquid noted on the battery chamber. The subject device has been returned. However the evaluation has not been completed. A supplemental emdr will be submitted, to document the results of the sample evaluation once completed.

Event description:
As reported, during a procedure on (B)(6) 2021, the bard/davol hydrosurg plus w/ smokevac trumpet valve & tip suction irrigator was unplugged and put on the floor. The nurse noticed the battery box started to smoke with no fire noted. The device was taken out of the room and the battery was removed. It was reported that it is unknown exactly how long the device was in use in the case. Per sample images provided, the bard/davol hydrosurg shows a dark colored liquid noted on the battery chamber. There was no patient injury.